Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A patient reported not getting adequate stimulation in her pain area. A bsn sales representative reprogrammed the patient and noticed that the lead was exhibiting high impedances. Upon follow up, the physician chose to explant the patient's precision system. The patient is reportedly doing well following the procedure.